Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange of textured devices due to patient's concern with product. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. And exchange of textured devices, due to patient's concern with product. Device remains implanted.